Event description:
It was reported that the right atrial lead exhibited undersensing and it was being detected in an ams episode. It was noted that there was an ams entry episode, which was in bipolar channel, and it did show that patient was in af. Programming changes were performed. There were no patient consequences.